Manufacturer narrative:
There are multiple patients all information is provided in the article. Implant date is between may 2010 and april 2018. 510k: this report is for an unknown unknown mono/polyaxial screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: alkosha hm, omar sa, albayar a, awad bi (2019), candidates for percutaneous screw fixation without fusion in thoracolumbar fractures: a retrospective matched cohort study, global spine journal, page 1-10, (egypt). The aim of this study was to explore the best thoracolumbar injury classification and severity (tlics) grade in which percutaneous pedicle screw fixation without fusion would provide better management over the conventional techniques. Between may 2010 and april 2018, 102 patients with thoracolumbar fractures were included in the study. There were 40 females and 62 males with a mean age of 36 +/- 9 years (range, 19 to 51 years). 30 patients were treated non operatively, 42 patients underwent percutaneous screw fixation (psf group) and 30 patients received open screw fixation (osf group). Patients in psf group were operated using an unknown depuy viper 2 mis spine system with a total of 230 screws used (5 screws/case in 22 cases and 6 screws/case in 20 cases). Meanwhile patients in osf group were implanted with an unknown depuy expedium 5.5 spine system screws with a total of 167 screws used (5 screws/case in 13 cases and 6 screws/case in 17 cases). Follow-ups were done at initial, immediate, and at 3, 6, and 12 months postoperatively. Complications were reported as follows: a total of 11 intraoperative complications in the form of unilateral pedicle fractures at the index level were reported in which a single index screw was inserted on the intact side and all cases experienced uneventful postoperative hospital stay. (Psf group): 20 screws were malpositioned (1 screw in 8 cases and 2 screws in 6 cases). 12 were medially malpositioned and 8 were laterally malpositioned. 2 patients in tlics-3 category had no fracture healing at 6 months postoperatively. 4 patients in tlics-4 category had no fracture healing at 6 months postoperatively. 10 patients in tlics-5 category had no fracture healing at 6 months postoperatively. 6 patients in tlcis-5 category had no fracture healing at 12 months postoperatively. (Osf group): 7 screws were malpositioned (1 screw in 5 cases and 2 screws in 2 cases). 2 were medially malpositioned and 5 were laterally malpositioned. 5 patients in tlics-4 category had no fracture healing at 6 months postoperatively. 2 patients in tlcis-4 category had no fracture healing at 12 months postoperatively. 1 patient in tlcis-5 category had no fracture healing at 12 months postoperatively. This report is for the unknown depuy viper 2 mis spine system and unknown depuy expedium 5.5 spine system screws. This report is for one (1) unknown mono/polyaxial screw. This is report 2 of 2 for (B)(4).